Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture, oversensing that caused pacing inhibition and low pacing impedance. The ra lead was capped and replaced on (B)(6) 2023. No patient consequences reported throughout the procedure.